Event description:
Armada balloon was placed in patient and a large volume of air was aspirated prior to balloon inflation. At that point the balloon was removed from the patient and a new balloon was used. FDA safety report ID# (B)(4).